Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical insulin pump error. The customer¿s blood glucose was 201 mg/dl and current blood glucose level was 156 mg/dl. Customer reported that they received the open book image on the insulin pump screen. Troubleshooting steps were provided for critical pump error. Customer stated that the insulin pump was dropped and exposed to moisture on shower mostly as it was tiled. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with cracked case-corner of belt clip rails and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).